Event description:
During an unrelated procedure, insulation damage was noted on the right atrial (ra) lead. No electrical anomalies had been noted on the lead prior to the procedure. The physician elected to explant and replace the lead during the procedure. The patient was in stable condition.

Manufacturer narrative:
The reported event of insulation damage was confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found outer insulation damaged at the proximal region. The cause of the reported event is consistent with procedural damage.